Event description:
Emergency blood refrigerator in trauma room was not functioning appropriately. A trauma code was brought in on monday [redacted date]. This patient was in critical condition and required emergent blood. When staff attempted to access emergency units of blood from the fridge, there was no emergency override button present on the staff screen. Staff had to wait until the patient was registered and a patient label present in order to enter the v number to get the fridge to open. This took almost 9 min which is too long when a patient arrives in shock. Manufacturer response for blood bank refrigerator software, bloodtrack (per site reporter).